Manufacturer narrative:
The reported event of premature release was not confirmed. As received, a catheter was returned with no attached device, and blood was noted in the distal cap region and support coil. Dimensional analysis found all measurements within product specification. The functional test was performed, and the associated device was able to load, dock, move to short and long tether and release without difficulties. Visual and x-ray examinations of the catheter did not find any anomalies.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter at initial positioning and sat on the floor of right atrium. The lp and catheter were ultimately not used and replaced with the new devices. Patient condition was stable.